Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had sensor anomaly and change sensor alarm. Customer's blood glucose at time of incident was unknown. Customer stated that the sensor would go in and then the serter would pull them off and had 4 sensors that got change sensor. The customer stated that has been 4 sensors she has not been able to use. Customer was offered to troubleshoot but declined.